Event description:
It was reported that the implantable cardioverter defibrillator (ICD) started beeping and the patient went to the clinic for device monitoring. The right ventricular (rv) lead had fractured and the patient was admitted for a lead extraction. The device system was extracted and immediately afterwards, the patient¿s blood pressure dropped. A transesophageal echocardiogram was performed and revealed the presence of a larger pericardial effusion with tamponade. A pericardiocentesis was attempted but only limited blood could be aspirated due to the clotting. The cardiac surgery team then performed a median sternotomy to repair an rv free wall perforation. A new ICD system was implanted. The patient was enrolled in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.